Event description:
It was reported that the pump battery was unresponsive after being dropped in a pool. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."